Event description:
The report states that repeated exposure to antigenic natural latex such as is found in latex surgical or examination gloves had led to the development of an allergy to latex in the form of allergic asthma.